Event description:
It was reported that the patient had a back surgery on (B)(6) 2015. During the back surgery they broke his catheter so he had to go back in and get a catheter revision. The revision was done on (B)(6) 2015 or (B)(6) 2015. The pump was infusing dilaudid (hydromorphone) and baclofen (unknown). No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4) product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).